Event description:
Healthcare professional reported left side rupture revealed via MRI. Physician further reported capsular contracture, deformity and asymmetry via op. Report. Healthcare professional further reported baker grade iii and the MRI "confirmed [contralateral] side breast implant rupture, not left". There was no rupture on the left side. The device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture was received on feb 19, 2025 with lot number 2802763. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, deformity and assymetry. Healthcare professional later reported capsular contracture baker grade iii and no rupture was present, un-reporting rupture. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device remains implanted.